Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified underweight and broken shell. A microscopic analysis was performed which identified crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is a crease sharp opening on posterior due to a fold flaw opening. Non-penetrating nick.

Event description:
The device has been explanted.